Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The threshold rises from .875 to 1.875 between 2013-(B)(6).

Event description:
It was reported that the right ventricular (rv) lead had high threshold. The lead was explanted and replaced. The explant was difficult and during the procedure, the atrial lead was also explanted and replaced. The atrial lead did not have any damage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076 implantable pacing lead, (B)(6) 2002.(B)(4).